Event description:
It was reported that the patient underwent a revision procedure due to unspecified reasons with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new tactra penile prosthesis (tpp) was implanted. Additional information was reported that the cylinder had eroded through the right distal glans and was almost poking through the skin, following the procedure the patient is expected to have a full recovery.